Event description:
It was reported that the patient experienced increased pain and burning sensation in the left foot since the trial placement, and it was not improved with positioning or current medication. Therefore, the pain medication dosage was increased, which the patient is tolerating well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(6), batch: 7054233.